Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The investigation results were as follows: control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: vial 1: level 1 : 45 mg/dl, 45 mg/dl, 45 mg/dl. Level 2 : 307 mg/dl, 308 mg/dl, 308 mg/dl. Vial 2 (5 strips returned): level 1 : 43 mg/dl, 44 mg/dl. Level 2 : 309 mg/dl, 304 mg/dl, 290 mg/dl. Vial 3: level 1 : 44 mg/dl, 44 mg/dl, 45 mg/dl. Level 2 : 302 mg/dl, 309 mg/dl, 300 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4). At 3:44 p.m. The meter result was hi (glucose may be > 600 mg/dl) and using the same fingerstick at 3:54 p.m. The meter result was 186 mg/dl. No treatment was administered based on either result. At 4:30 p.m. The laboratory result was 165 mg/dl which was believed to be correct.